Event description:
It was reported to philips by a customer that when unit boots up the screen was grey and alarming. Based upon the information provided, the device was being set up for use. No harm or injury has been indicated or alleged. The device was evaluated remotely by a philips remote service engineer (rse). Upon further inspection and review of the device the caller stated the unit had a blank gray screen and will not turn off. The caller was unable to get unit into diagnostics mode. The rse dispatched a field service engineer (fse) to the site. The fse replaced the user interface, power management pcba and back light inverter to resolve the reported issue. The unit was functionally tested and successfully passed all testing. The unit was returned to service. No other anomaly was reported.

Manufacturer narrative:
The lcd and user interface (ui) board were returned for failure analysis. Visual inspection observed no anomalies. Failure investigation was performed, and the customer complaint was verified. The root cause was failure of transistor q1 on the ui board.